Event description:
It is reported that the implant was removed from the sterile package and stuck the surgeon. The needle was improperly packaged in the sterile container. The needle was supposed to be wrapped in foam packaging and it was backwards.

Manufacturer narrative:
This report will be amended when our investigation is complete.